Manufacturer narrative:
Other relevant device(s) are: sw app 9735762 stealth s8 app; upn (B)(4). The software investigation found that it was not possible to determine probable cause without further information since the behavior cannot be replicated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure for a spine medical education (meded) course. It was reported that during the course the navigation system was unable to recognize the universal serial bus (usb) drives plugged into the system from the functional applications (cranial, ent, and spine). The usb drives were loaded properly from the stealthadmin application. During trouble shooting the representative attempted to log out and log back in, the reboot the system, with not resolution. The issue occurred after uncrating the system. There was no patient present when this issue was identified.